Manufacturer narrative:
The reported issue that there were two etco2 (end-tidal carbon-dioxide) module devices which, when connected to the patient, could not detect the patient¿s breathing and alarmed due to being unable to detect etco2 from the patient could not be confirmed; no product or device logs were returned to customer advocacy (cad) for investigation. The device is used for monitoring purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was a patient involvement.

Event description:
It was reported that there were two etco2 (end-tidal carbon-dioxide) module devices which, when connected to the patient, could not detect the patient¿s breathing and alarmed due to being unable to detect etco2 from the patient. After the first device (sn (B)(4)) alarmed for this detection problem, the clinician switched out the module to use the second device (sn (B)(4)), which also alarmed for the same reason. A third device was then used (sn unknown), and the issue did not re-occur with this third module. There was no adverse impact to the patient from the event. Although requested, further information was not provided.